Event description:
It was reported that the lifeband on an autopulse resuscitation system broke on one side as compressions began. Manual CPR was initiated, however patient was already deceased. Autopulse unit was not a contributory factor to patient's expiration.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.